Event description:
Same case as: MDR ID 2134265-2013-01871. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 2.15mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician tested the 2.15mm burr at a speed of 180,000rpm. While checking the rotational speed of the device outside the patient body, it was observed that the distal section of the guide wire fractured approximately 200cm from the 2.15mm burr and the fractured piece remained in the burr. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the rotablator plus unit was returned connected together however the catheter housing was detached. A section of guidewire remained stuck in the plus device. A visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out and no issues were noted with the unit's handshake connector during the connection of the device. An attempt was made to load a guidewire onto the plus unit using a test guide wire but resistance was met in the annulus of the burr. The burr was microscopically examined and the burr annulus was found to be flared and misshapen. The exposed brass on the plated back half of the burr was within specification. A scratch test performed confirmed that the burr cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered 'use related' as the dfu states, "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).